Event description:
It was reported to covidien in 2008, that a customer had an issue with an a-v impad. The customer stated they had a pulmonary embolism.

Manufacturer narrative:
Submit date: 12/10/2008. An investigation is currently underway, upon completion the result will be forwarded.